Event description:
During service by baxter, the infusion pump was found to contain failure code 403. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 403 was confirmed in the event history. Inspection of the device found that failure code 403 was caused by a defective user interface module. The user interface module was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.